Manufacturer narrative:
Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken grip cable at the yaw pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. A review of the system logs for this procedure found an error indicating that an instrument's sensors were not detected on the universal surgical manipulator (usm) it was installed on. Shortly after that error, the customer pressed the emergency stop button on the surgeon side console. The tenaculum forceps instrument used this procedure was not used in subsequent procedure. Additionally, this procedure was the instrument's first use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the tenaculum forceps instrument jaws became stuck on tissue. The instrument jaws became stuck on tissue when it was being removed from the cannula and the jaws would not release from the tissue. The instrument release kit (irk) was used on the tenaculum forceps and a one quarter turn was performed, but the jaws did not open. The surgeon used cautery to cut the tissue free from the patient and remove the tenaculum forceps instrument with the tissue still clamped in the jaws along with the cannula. Once the instrument was removed from the patient, the irk was used again but the jaws would not open. The instrument jaws were forced open and the tissue removed. The procedure was completed robotically.